Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when imaging was performed and delivered, a motor drive unit overload error occurred. Upon checking, it was found out that the wire and the opticross catheter were twisted. The device could not be retrieved using the 7f guide catheter but was retrieved by removing the twisting with a 6f non-boston scientific guide catheter. The procedure was completed with another of same device. There was no patient injury.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, when imaging was performed and delivered, a motor drive unit overload error occurred. Upon checking, it was found out that the wire and the opticross catheter were twisted. The device could not be retrieved using the 7f guide catheter but was retrieved by removing the twisting with a 6f non-boston scientific guide catheter. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
Only the sheath section with the imaging window were returned for analysis. Visual and microscopic inspection revealed that the imaging window was twisted. Microscopic inspection revealed the sheath was detached, the drive shaft was broken and there was imaging core windup.